Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following: -there were no visible abnormalities on the appearance of the device. -there was no problem with the cable connection. -omsc confirmed that the reported event occurred when the device was turned on and the video was displayed. The reported event was caused by the g1 board failure. The exact cause of the failure of the g1 board could not be conclusively determined, but it may have failed due to aging, because 6 years and 11 months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: -the device suddenly shut down due to the gi board failure. -the coating on the panel was peeled off. -according to the photo provided by sorc, the lamp error e105 was displayed on the monitor. Error code e105 means that the video system center is damaged. The device is planned to be returned from sorc to omsc but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the upper endoscopy, the device suddenly shut down and the endoscopic image disappeared. The upper endoscopy was in progress, but the user canceled the procedure. No information was provided about the upcoming appointment of the canceled procedure. The user also reported that the device turned on and off by itself during the preparation for use. There was no report of patient injury associated with the event. The doctor at the user facility believes that the reported malfunction was caused by the monitor failure. The device did not shut down when it performed certain actions and was not reproducible. In addition, when the device shut down, the olympus video system center cv-290 and light source used with the device remained on. Also, at that time, the led on the device went off.